Event description:
Hosp just switched to 3m perforator tips and thinks they use zimmer handpiece and neurodrive. There was no bleeding or treatment involved, and the surgeon didn't classify it as an injury.